Event description:
(Report 5 of 7) in the article " influence of proximal humeral cortical bone thickness on the radiographic outcome after osteosynthesis of proximal humeral fractures: propensity matching score analysis" by furuhata, r., et al, the authors investigated the influence of cortical bone thickness on postoperative radiographic outcomes after osteo[1]synthesis for proximal humeral fractures. The authors retrospectively identified 190 patients ([?]50 years) who underwent osteosynthesis with an intramedullary nail or plate for proximal humeral fractures. The patients were categorized into 2 groups according to the cut-off value of an average proximal humerus cortical bone thickness of 6 mm on plain radiographs: patients with and without local osteoporosis. After propensity score matching, the authors compared the incidence of postoperative radiographic complications between the 2 groups. The authors also performed subgroup analyses of outcomes in a subgroup of patients who underwent intramedullary nailing and those who underwent plate fixation. This was a retrospective study of patients who underwent osteosynthesis for proximal humerus fractures between january 2008 and december 2019 at 3 general hospitals. Intramedullary nail fixation was performed using polarus 2 humeral nail (acumed, hillsboro, or, USA), and humeral nails from three other manufacturers. Plate fixation was performed using plates from other manufacturers. It was reported in the article that the following complications occurred with the intramedullary nailing group: 8 patients with delayed union, 4 with nonunion, 2 with screw perforation, 2 with avascular necrosis, 5 with malreduction, 19 with reduction loss, and 28 with any radiological complication. This complication data consists of all the intramedullary nails used (acumed polarus 2 and the other humeral nails from the three other manufacturers). It is unknown how many of these patients were implanted with the polarus 2. The corresponding author has been contacted to obtain additional information. There are 7 related report numbers for this event 3025141-2023-00493 through 3025141-2023-00499.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device information is unknown. Based on the information received, the root cause could not be determined.